Event description:
A home patient contacted baxter's technical service center regarding a reload set 203 alarm that appeared on the homechoice display during priming. The technical service representative (tsr) had the home patient cycle the power off/on. At load the cassette, the tsr had the home patient pull the cassette checking the gray membrane inside the machine for tears/rips/foreign debris and check the cassette for cracks/foreign debris . The tsr had the home patient hold the cassette 6-8in below the homechoice and open the red clamp. The home patient stated that the cassette was leaking fluid. The tsr had the home patient start over using new supplies/new cassette. The home patient did not know the lot number of the cassette and had discarded it without connecting. Per the home patient, there was no patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA may 2, 2007.